Manufacturer narrative:
The report of suspected device thrombosis was confirmed based on the evaluation of the returned device. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed a denatured thrombus ring adhered to the inlet bearing ball. The thrombus ring appeared to have evidence of laminated layering, which indicates that it was present while the pump was operating. A similar piece of thrombus was situated on the inlet bearing cup of the distal-side of the inlet stator, which suggests that the thrombus ring was located around both the inlet bearing ball and cup prior to disassembly of the pump. Examination of the outlet stator revealed non-laminated depositions situated in between the outlet bearing ball and the stator blades. The lack of laminated layering indicates that the depositions did not develop in this area. Although their origin and a duration of time for which they were present in the outlet stator could not be conclusively determined, the contact marks on the outlet cone section of the rotor, suggests that the depositions, or potentially a larger deposition, were present while the pump was operating. The thrombus formations found in the pump would have contributed to the reported elevation in the patient¿s lactate dehydrogenase (ldh) level. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. A correlation between the device and the thrombus could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 2 years, 7 months. The explanted device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient returned to the hospital with recurring heart failure symptoms and dark urine. The patient's lactate dehydrogenase level was greater than 1000 u/l and a ramp study showed that the pump was not offloading the ventricle. The patient's inr at the time of the event was 2.7. It was reported that the patient had no history of coagulopathy, but did have some past non-compliance with medications. The patient's anticoagulation regimen includes coumadin and aspirin with an inr goal of 2-3. The patient had a pump exchange on (B)(6) 2015. It was reported that thrombus was visible on the inflow stator upon explant.